Manufacturer narrative:
The customer was advised that their device was no longer under warranty and would need to be replaced. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 20-feb-2017. The customer was provided with a return label to have their device returned for evaluation and disposal; however, at this time the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. The customer indicated the procedure was completed with a direct laryngoscope, which was made available within one (1) to two (2) minutes. No harm to the patient or user was reported.